Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is synthes sales consultant. (510k): device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown procedure on (B)(6) 2018, the radiolucent insertion handle and connector for the insertion handle got broken. It is unknown if there was a surgical delay. Patient status and surgical outcome were also unknown. This report is for one (1) connec f/insertion handle f/pfna. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: lot number, concomitant medical products, device manufacture date. Device evaluated by MFR, device manufacture date: a review of the device history records has been requested. Device evaluated by MFR: the device was received, the investigation is in progess, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history lot: part: 03.010.424. Lot: 8328760. Manufacturing site: (B)(4). Release to warehouse date: 28 may 2013. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. The material was reviewed and the hardness value was confirmed to meet the specification with no non-conformance noted. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation summary visual inspection: the threaded part of the connector is broken off as complained. The broken portion was still threaded into the also received insertion handle, but the piece could be easily removed/unscrewed during the investigation. The connector is in a very used condition, there are clearly visible stress marks at the handle contact surface and there are numerous marks of heavy hammer blows all over the device. Dimensional inspection: checked dimensions shaft above fracture face specification 6.15mm 0/-0.2 / measured: 6.04mm. Passed. Material or hardness review: the review of the manufacturing documents has shown that the correct material was used and that the hardness was within the specification. Drawing/specification review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused damage at the device, therefore no drawing/specification review is needed. Summary: the complaint is confirmed as the threaded portion of the connector is broken off as complained. The condition of the device clearly indicates that inappropriate use, especially by lateral hammer blows onto the shaft and the edge of the striking surface, did lead to the failure of this connector. No manufacturing related issue could be detected. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.